Event description:
The complainant reported that the physician was performing the therapeutic procedure of placing this enternal feeding device into a patient. The complainant indicated that during the insertion of the peg tube, and as it was being pulled through the pt's abdominal wall, the tube snapped. The device was successfully removed from the pt through the endoscope. The doctor then obtained another device, made a second incision in the pt's abdominal wall and successfully placed the enteral feeding device in the pt. The pt was then administered intravenous antibitocs due to an increase risk of infection from the extra incision. There was no indication from the complainant of any adverse affect on the pt as a result of the reported problem.